Event description:
An altitude alarm was reported for the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove an obstruction from the speaker holes, clean them with a soft bristle brush, and perform a cartridge reconnection procedure, which resolved the issue. The pump resumed normal operation, and the customer received guidance on preventing future altitude alarms.